Event description:
It was reported that an ilet bionic pancreas was dropped, after which the device displayed an alert 38 indicating consecutive motor stalls consistent with a failure to infuse related to the motor component; the user restarted the device and the alert initially cleared but subsequently recurred, and a replacement device was arranged with instructions to return the original. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications problem identified during assessment and a device problem characterized as failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.